Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however, x-ray were provided for review. The x-ray investigation revealed leakage of cement was observed near the joint of the femoral head. The reported condition can be confirmed, however, with available information a complete potential cause can not be established. Surgical technique was reviewed and the following relevant statements were found: visualization of cement during injection is observed. Continuously monitor the cement flow under image intensification. Warning: in the event that there is danger of cement leakage into the joint, fracture gap or venous system, stop injection immediately. Precaution: the working time for traumacem v+ injectable bone cement at room temperature (20 °c) is approximately 27 minutes. At body temperature (37 °c) the setting time is 15 minutes. After last cement injection, the patient should remain immobile for 15 minutes to facilitate proper cement curing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the traumacem v+ bone cement injectable would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 07.702.040s. Lot: 3m53661. Manufacturing site: werk selzach. Release to warehouse date: 01 dec 2023. Expiration date: 01 dec 2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery via tfna for a femoral intertrochanteric fracture with the cement in question. In the surgery, during cement injection, the cement leaked out from where there was no fracture line. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.